Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary. Device location unknown.

Event description:
It was reported that the patient underwent an initial right total knee arthroplasty on an unknown date. Subsequently, the patient was revised on an unknown date due to unknown reasons. A poly exchange was performed. No further information has been provided.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Implanted date - approximately 15 to 20 years ago. Discarded.

Event description:
It was reported that the patient underwent an initial right total knee arthroplasty on an unknown date approximately 15 to 20 years ago. Subsequently, the patient was revised on an unknown date due to unknown reasons. A poly exchange was performed. No further information has been provided.additional information received reported that patient underwent a revision procedure on (B)(6) 2016 due to poly wear. During the procedure, the tibial bearing was removed and replaced.